Event description:
Boston scientific received information that this patient was frequently seen in the out patient clinic for thoracotomy wound infection following the epicardial lead implant. The latest review concluded the wound was fully healed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.